Event description:
It has been reported to philips that the allura system geometry was not functioning. No harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the system was in clinical use when the issue was occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the mechanical movements were not able to control. No further information regarding the issue has been provided by the customer. No service has been performed by philips since the service quotation was not accepted by the customer. Few days later, issue was reoccurred. The philips engineer repaired the geo ipc and re-downloaded the software. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.